Event description:
It was reported the patient has not charged his ipg for over a year. As a result the ipg is depleted and an sjm representative confirmed the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.